Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the customer was able fill the existing cartridge with the original needle. Customer's blood glucose was in 385-395 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.